Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right intracapsular implant rupture, with profile irregularity and signs of collapse of the implant shell. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g.2, h.6. Continued h.6. [Health effect - impact code]: f2203.

Event description:
Patient reports right intracapsular implant rupture, with profile irregularity and signs of collapse of the implant shell. The device has been explanted.